Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Event description:
It was reported the customer was deceased. The diagnosis of death was septic shock. Customer was at the hospital at the time of death. Customer was admitted on (B)(6) 2014. Customer's spouse stated they were thinking that his dialysis fistula got infected. Customer became ill on (B)(6) 2014. Customer's spouse stated the customer did not have any diabetes complication. No kidney failure or stroke. Heart disease customer's spouse stated that led to cardiac arrest. Meter read customer blood glucose over 600 mg/dl at the time of death. Customer was wearing the device during the time of death. The battery had died overnight and patient was in a near comatose state so customer was unable to change it. Customer did not use the sensor. Customer spouse was unable to upload the device because she was unsure how and did not have access to a computer. No further information reported.